Event description:
The customer states that false positive results are being generated by the architect stat troponin-I assay. One patient generated an initial result of 0.039 ng/ml. The sample retested at 0.097, 0.050 and 0.228 ng/ml. The sample was then tested on the other architect i2000sr analyzer in the lab and generated a result of 0.042 ng/ml. The customer uses a troponin-I cut-off value of 0.05 ng/ml. The customer then tested the sample eight times with a mean of 0.048 ng/ml. A frozen sample from this patient was thawed and tested uncentrifuged and generated a result of 0.045 ng/ml. The sample was then centrifuged and generated a result of 0.039 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.architect stat troponin-I reagent (2k41-23) lot:36123un09.architect i2000sr analyzer (3m74-01): (B)(4).